Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having being hospitalized in late october 2016 for high blood glucose of an unknown level. Customer treated with injections. Customer indicated that the pump is cracked outside of the battery compartment and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was completed. No further details given.

Manufacturer narrative:
The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump passed the delivery accuracy test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.